Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulties were encountered. Vascular access was obtained via the left common femoral artery with a non bsc 6fr introducer sheath. The 95% stenosed target lesion was located in the moderately tortuous left popliteal artery. While utilizing an antegrade approach, a non bsc guide catheter was placed and a non bsc guide wire was advanced across the lesion. The physician then advanced the 4.0mm x 1.5cm spcb flextome cutting balloon to the lesion and inflated the balloon to 6atms for 30 seconds. Resistance was noted while attempting to move the cutting balloon. The physician pulled ¿slightly with force¿ and the guide wire exit port became elongated. The cutting balloon and guide wire were removed together. The procedure was completed with the same non bsc guide wire and another 4.0mm x 1.5cm spcb flextome cutting balloon. There were no patient complications reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the returned balloon showed evidence of being inflated with blood in the balloon and shaft. There was no damage to the balloon or blades evident. A microscopic examination of the balloon observed that the inner lumen was detached from the distal tip inside the balloon. There were no parts of the device missing. The distal markerband was located at the distal edge of the detached lumen and the proximal markerband was located 5mm proximal to the distal end of the blades. There was damage noted at the guidewire exit port. Also, the shaft was severely twisted and stretched distal to the guidewire exit port. The device was successfully advanced and withdrawn through a 6fr test sheath without issue. No issues were noted with the balloon profile. No further damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulties were encountered. Vascular access was obtained via the left common femoral artery with a non bsc 6fr introducer sheath. The 95% stenosed target lesion was located in the moderately tortuous left popliteal artery. While utilizing an antegrade approach, a non bsc guide catheter was placed and a non bsc guide wire was advanced across the lesion. The physician then advanced the 4.0mm x 1.5cm spcb flextome cutting balloon to the lesion and inflated the balloon to 6atms for 30 seconds. Resistance was noted while attempting to move the cutting balloon. The physician pulled "slightly with force" and the guide wire exit port became elongated. The cutting balloon and guide wire were removed together. The procedure was completed with the same non bsc guide wire and another 4.0mm x 1.5cm spcb flextome cutting balloon. There were no patient complications reported and the patient's status is good.